Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2009. It was reported that the ipg was explanted on (B)(6) 2011 due to inability to communicate. The pt had been non complaint with recharging her ipg. The ipg had not been recharged for more than 3 months. The explanted ipg was returned to the manufacturer for analysis. No additional information is available at this time.